Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer tried to generate a csv report for a patient but the clinic's option to generate an aggregated (csv) is grayed out, cannot even click it. The customer reported no adverse event. The event involved product acc-7333. Troubleshooting was performed. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through carelink application verification. The reported event is confirmed with carelink application verification. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: -- we see that the csv generation option is not enabled for this clinic account , please enable this and try generating the report. -- provided screenshot for option to enable the csv report. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. The most likely root cause is due to lack of user training. Helpline did confirm that the provided recommendation did work and clinic was able to generate report successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.